Event description:
It was stated that the customer was hospitalized for low blood glucose levels with a reading of 27 mg/dl. Prior to the hospitalization, the customer was at a store and was not coherent. The store personnel called the paramedics for the customer. The customer stated that he had skipped lunch and was very busy that day, causing his blood glucose levels to go low. Troubleshooting was performed and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.